Manufacturer narrative:
Patient weight is unknown. Implant and explant dates: device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter: hospital contact number: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that postoperative x-rays, taken after a clavicle plating procedure on (B)(6) 2015, revealed that a drill bit fragment was lodged in the patient¿s bone. The drill bit was then examined and noted to be missing a fragment. No attempt was made to remove the fragment. Discovery of event occurred after the operation; no surgical delay noted. This report is 1 of 1 for (B)(4).